Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator was dead and that they could not activate MRI mode. The patient turned the implantable neurostimulator off the morning of the report for electromyography, and they were unable to turn it back on. The clinician programmer confirmed that the implantable neurostimulator was discharged. The patient was given a recharger so that he could charge overnight. There were no diagnostic tests performed because the implantable neurostimulator was discharged. The manufacturer representative was not sure if the issue had been resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.